Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator had presence of dirt. The distal end cover (c-cover) is also dirty. This is attributed to failure to clean adequately. The inside of the light guide (lg) lens has dirt on the inside through the gap in the adhesive. Other observations for the device are: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; connecting tube has a wrinkle; lg cover glass has corrosion; due to wear of angle wire, the play of up/down (u/d) and left/right (l/r) knob and bending angle in u/d/l/r direction is out of the standard value; and objective lens, switch (sw) sw1, switch box, universal cord, scope connector (s-connector), scope cover (sc cover), have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for annual inspection. There is no patient involvement and no harm reported to any patient. Upon evaluation of the device, it was observed that the forceps elevator had presence of dirt. The distal end cover (c-cover) is also dirty. This is attributed to failure to clean adequately. The inside of the light guide (lg) lens has dirt on the inside through the gap in the adhesive. This medwatch is being submitted for the reportable issues of dirt found on the forceps elevator, c-cover, and the inside of the lg lens through a gap in the adhesive, as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event and information on the foreign material. This supplemental report is being submitted to provide this information. The foreign material found in the device could not be identified. The customer inspects the devices for any abnormalities before using in procedure. The device was returned for annual inspection; however, it was working fine when used in a procedure. Customer is however trained on reprocessing as per instructions for use by olympus field service and they are correctly performing the reprocessing steps, including brushing without doing any delay of pre-cleaning. Customer has maj-1888, mh-507, bw-20t. However, there could be a possibility that the device was used in a procedure with presence of foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.